Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. Section e1 phone number complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false elevated alinity I tsh for one 55 year old female patient with hypothyroidism. A new sample from the same patient was processed with lower results. The original sample was repeated with lower results. The following data was provided: sid (B)(6) initial result processed on (B)(6) 2026 = 10.254 repeated on (B)(6) 2026 = 4.851 uiu/ml. Sid (B)(6) same patient new sample processed on (B)(6) 2026 = 3.622 uiu/ml. Customer¿s tsh reference range = 0.35-4.94 uiu/ml. No impact to patient management was reported.